Event description:
The adverse event originated in (B)(6) (product mfg by cri and distributed by cook (B)(4)): "the doctor had trouble getting the product through the cervix. When contrast was injected, it was found to be injecting into the uterine tissue, myometrium. The doctor was unsure whether this was the fault of the product or the level of force required to get the product through the cervix. Surgical intervention to stop bleeding caused by uterine perforation. The customer has disposed of the device and we won't be able to get it or the lot info for it.

Manufacturer narrative:
According to the device instructions for use, perforation of the uterine wall can happen if the physician does not follow the precautions indicated.